Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing internal leakage test and o2 sensor/cell test during pre-use checks. Our field service engineer investigated the ventilator on site, and found that the o2 cell had expired and that a pressure sensor was faulty. The parts were changed and the replaced pressure transducer was returned for further investigation. Logs were not provided. Some leftover soldering flux was found on the pressure transducer pcb. The pcb was mounted in a reference ventilator for simulated use testing and zero-pressure voltage drift was out of specification. Microscope images showed that the pressure sensor also had minor dirt on the surface. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The o2 cell is only measuring and will not affect the o2 concentration in an ongoing ventilation. Our conclusion is that the reported problem was probably caused by a drifting pressure sensor. The cause of the drift has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and o2-cell/sensor test during pre-use check. There was no patient involvement.manufacturer ref. #: (B)(4).